Manufacturer narrative:
As reported, the plug of a 6f exoseal vascular closure device (vcd) was on distal end of the device when the doctor depressed the deployment button and removed it. Hemostasis was achieved by manual pressure. There was no reported patient injury. The lesion was in the left superficial femoral artery which had stenosis. An approach was made from the left groin meridian. The procedure was completed without any issues. The doctor has used the vcd several times and used it in the same way as usual. The device was used with a 6f11cm non-cordis super sheath. The device was discarded and is not being returned. The physician was certified in the use of the exoseal vascular closure device (vcd). There were no visible signs of device or package damage prior to use, and the device was stored and prepped per the instructions for use (IFU). Regarding the puncture femoral site, femoral artery suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5mm. There was no visible calcium or plaque at the puncture site, no access vessel tortuosity, no stent near the puncture site, no vessel stenosis greater than 50% at or near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The exoseal vcd and vascular sheath introducer were removed as a single unit approximately 1-2 seconds after depressing the deployment button. Upon removal, the plug was attached to the tip of the exoseal until the physician placed the device on the tray, at which point the plug detached. The plug was found partially deployed and partially out of the shaft. The indicator wire was no longer visible when the device was removed. The deployment button was fully depressed and flushed against the handle. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18341781 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " vascular closure device (vcd) deployment difficulty partial deployment" could not be confirmed. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. The user is then instructed to press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. The IFU cautions that care should be taken to ensure no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button, the user is instructed to retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 6f exoseal vascular closure device (vcd) was on distal end of the device when the doctor depressed the deployment button and removed it. Hemostasis was achieved by manual pressure. There was no reported patient injury. The lesion was in the left superficial femoral artery which had stenosis. An approach was made from the left groin meridian. The procedure was completed without any issues. The doctor has used the vcd several times and used it in the same way as usual. The device was used with a 6f11cm non-cordis super sheath. The device was discarded and is not being returned. The physician was certified in the use of the exoseal vascular closure device (vcd). There were no visible signs of device or package damage prior to use, and the device was stored and prepped per the instructions for use (IFU). Regarding the puncture femoral site, femoral artery suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5mm. There was no visible calcium or plaque at the puncture site, no access vessel tortuosity, no stent near the puncture site, no vessel stenosis greater than 50% at or near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The exoseal vcd and vascular sheath introducer were removed as a single unit approximately 1-2 seconds after depressing the deployment button. Upon removal, the plug was attached to the tip of the exoseal until the physician placed the device on the tray, at which point the plug detached. The plug was found partially deployed and partially out of the shaft. The indicator wire was no longer visible when the device was removed. The deployment button was fully depressed and flushed against the handle. The device will not be returned as it was discarded because the patient had infections disease.